Event description:
The MFR's rep reported the pt had a decrease in therapy following their initial implant. The hcp replaced the pt's catheter in 2006, but the pt still complained of a lack of therapy. The hcp performed a catheter dye study that was "inconclusive". The hcp decided to replace the catheter. During the catheter replacement surgery, the hcp wanted to change the pump's medication from morphine to dilaudid (concentrations/doses are unk). While priming the pump tubing with dilaudid, the MFR's rep observed the fluid "flowing directly from the pump tip". The MFR's rep performed a side port access study with sterile saline and observed fluid flowing "from the tip and above the tip". The hcp decided to replace the pt's pump at that time. The pt is reportedly doing well following the pump and catheter replacement. Add'l info has been requested, but was not available at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed.